Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high pacing impedance, oversensing/short v-v intervals, and was possibly fractured. High voltage therapies were programmed off and the lead remains implanted. No surgical intervention will occur due to patient's age. No patient complications have been reported as a result of this event.